Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The account stated ID (B)(6) generated a falsely elevated architect sodium of 198 meq/l but repeated at 138 and 138 meq/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The issue began after performing quarterly maintenance. Replacing the ict probe and ict module did not resolve the issue. Repeating quarterly maintenance did not resolve the issue. No leaks were observed in the bellows, or on the sample, r1, and r2 syringes. Replacing the r1 syringe o-rings did not resolve the issue. Abbott field service investigated the issue on site and identified the cause to be bubbles in the bellows of the cuvette washer. Field service resolved the issue by replacing the cuvette washer poppet valve set. A 12 month complaint review and a review of tracking and trending for the poppet valve set did not identify any adverse trends related to erratic or discrepant results. The architect system operations manual provides adequate information related to required maintenance, component replacement, and troubleshooting the customer's reported issue. The na imprecision appears to have been caused by bubbles in the cuvette washer bellows due to a worn out poppet valve set. Abbott field service resolved the issue. Based on the investigation performed a deficiency is not identified.